Manufacturer narrative:
(B)(4) product investigation: the intraocular lens was returned to the manufacturing site for investigation. Visual inspection was performed at 10x magnification. The visual inspection revealed that the lens had residue of viscoelastic (ovd). Several particles were observed in the optic body compatible with handling the lens. Both lens haptics were observed detached. The evidence observed in the investigation indicates that the lens was handled for surgical process and was consistent with a lens handling/loading technique during the attempt to insertion process and/or the explant process, therefore, the customer's report could not be verified. Based on the investigation results, it did not suggest that the complaint lens reported was affected by the manufacturing process. The product did not meet acceptance criteria as received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial procedure. There was an incision enlargement; however no vitrectomy or patient injury reported. Patient was reported as doing well. It was clarified that the trailing haptic was not seated correctly. The patient had weak zonules. No further information was provided.